Event description:
A malfunction was reported on a customer's pump, identified with code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to report back if any issues arise again, which they acknowledged and understood.